Manufacturer narrative:
Conclusion: based on the received information and the in situ measurements, it is assumed that the active electrode got damaged due to device minute mobility. During device investigation the damage could not be located due to the device's condition after re-implantation. The active electrode got damaged to such an extent that no clear investigation could be carried out. This is a final report.

Event description:
The patient had benefitted significantly from the cochlear implant, but now he can no longer properly hear. No history of specific trauma was reported. The electrode array is placed in the cochlea. The patient has been re-implanted.

Manufacturer narrative:
UDI code not available. The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The pt had benefitted significantly from the cochlear implant, but now he can no longer properly hear. No specific trauma was reported. Re-implantation is considered. A surgery date has not been stipulated.